Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery and that the pump software did not accurately adjust the amount of insulin delivered. The customer's blood glucose level was 553 mg/dl. Elevated bg was addressed via a correction bolus via the pump and a manual injection. The customer reverted to alternate therapy for diabetes management.